Manufacturer narrative:
A review of the scope's history indicates the asset scope was last serviced on (B)(6) 2018 (no problem found) and was last allocated on (B)(6) 2018. There is no record of the scope being returned to date. As part of our investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized as a results of cancelations and the covid-19 issue. This reported event has been reported by the importer on MDR (B)(4).

Event description:
The clinical endoscopy specialist was informed by the infection preventionist at the user facility, that the scope was involved with a patient who later tested positive for carbapenem-resistant enterobacteriaceae (cre). The patient's urine was cultured on (B)(6) 2020. The scope was cleaned and high level disinfected two times the scope has been reportedly used on other patients in between that time period. The infection preventionist could not release any patient(s) information and noted the scope was returned to be sterilized.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope tested negative for carbapenem-resistant enterobacteriaceae or any organisms. The scope will be ethylene oxide (eto) sterilized and returned to the service repair center for a physical evaluation. If additional, information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
As part of our investigation, an endoscopy support specialist (ess) visited the user facility to observe the staff¿s reprocessing practice and provide a reprocessing training. The ess reviewed tjf 140, 160 & 180 ontracks prior to in-service and observation. The ess observed the staff was not removing scope from water following leak testing. Only the connector was removed. No other deviations were noted. The facility did have new staff members reprocessing the endoscopes. The ess conducted a reprocessing in-service on a tjf-160vf with the staff. The in-service included all cleaning, disinfection and sterilization information that is contained in the olympus manual. Facility was provided a copy of ontracks via email. A visual inspection was performed on the scope. The instrument channel was inspected and observed two black colored marks inside the channel from the proximal biopsy port side. The instrument channel was further inspected and noted kinks inside the channel from the distal bending section area. The suction channel was inspected no stain, discoloration, or any foreign material was observed. The image was checked and the image is normal. The scope failed the leak test. A review of the service history indicates the asset scope was purchased on january 4, 2006 and was serviced via two repairs in the past two years. These repairs were not related to any positive patient or scope culture and the scope was last repaired on june 5, 2018. Based on the investigation, the exact cause of the reported event cannot be conclusively determined.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-01807. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. A review of the complaint status of the facility indicated a history of following improper cleaning / reprocessing cases of the 160vf series duodenovideoscopes were reported from the subject facility in the past. An investigation was completed by the OEM and determined that there was no manufacturing, material or processing related cause for this failure mode. The device inspection results showed the spots of residual dirt inside the biopsy channel that was the trace of improper reprocessing. However the reprocessing procedure of the facility had no clear deviation from the instructions for use. The result of the culture test done at the third party inspection body were negative (2-5). Therefore, it cannot be determined that the subject device was the cause of the infection.